Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to facial nerve stimulation (fns) and numbness of the tongue, which are known side effects of otologic surgery. In addition the implant housing migrated from its intended position due to undetermined reasons. Furthermore, two channels were extra-cochlear since implantation surgery. Further two additional channels were disabled due to insufficient benefit from these. The explanted device has not been received for investigation yet.

Event description:
At a programming appt with the user in (B)(6) 2023 it was reported that the device had migrated and he was having some facial nerve stim. Programming was done to eliminate facial nerve stimulation. The fns was resolved during the visit, however the user reported later to the surgeon that it came back intermittently depending on sound environment. A follow-up appointment was scheduled for (B)(6) 2023. Prior to that appointment the audiologist reached out to say that the user had cancelled and was having a revision surgery instead. The user was re-implanted on (B)(6) 2023. The device was inferior on the mastoid (behind pinna). The main reason for the re-implantation is reported to be due to the fns and numbness of the tongue. Two channels were confirmed extra-cochlear prior to explantation.

Event description:
The user was scheduled for a troubleshooting appointment however the appointment was canceled because the clinic decided to replace the device as the user complained about facial nerve stimulation and that the device had migrated since implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.